Event description:
The user facility reported that a patient coded during hemodialysis treatment on the 2008k2 machine on (B)(6) 2012. Patient coded approximately 48 minutes into treatment. The machine's conductivity and temperature were checked and were within normal limits. The machine's ph was checked and within normal limits.

Manufacturer narrative:
A clinical investigation was performed. During a f/u call, the clinic manager stated that the patient did not code and their heart did not stop. Although the clinical info is limited, there is enough evidence to rule out device malfunction, according to the assessment by the clinic biomedical technician. In addition, the clinic physician determined this event to be consistent with a dialyzer reaction, and not a possible device malfunction. There are no more details on how this conclusion was reached. Review of the device was conducted on-site and it was determined that the device was functioning properly. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between march 21, 2011 to march 11, 2013.